Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they were having problems with the implantable neurostimulator (ins) and noted that they had already reached out to their healthcare professional (hcp). The patient stated that they were having muscle spasms and a sharp burning pain in the lower back around the ins itself. The patient stated in the wire down their legs and that their legs and feet were going numb. The patient turned stimulation down to 1.8 and did not want to go any lower because the ins was helping their other symptoms. The patient stated that they could not go any higher than 1.9 or the stimulation felt like their rectum and vagina were being pulled apart. The patient stated that after the previously reported issues they noticed that there was a green scab on the ins site, so the patient went to the urgent care on (B)(6) 2017 and was told that the green scab was stitches. The patient noted that the hcp at the urgent care removed that hard plastic stitch and there was now a hole back there. The patient stated that the hcp told them that the area looked infected and to clear the area with neosporin. The patient noted that it was not major but the area looked infected. The patient reported that the ins was helping with a lot of their symptoms but now the patient was urinating all over themselves. The patient stated that they were implanted for their bladder, stomach, and bowel. The patient stated that they were having issues in the beginning and that a hcp told them to give it time to heal. The patient stated that the symptoms were getting better and that they were told that they could return to normal activity. The patient noted that the device was intended for all of their medical conditions prior to the implant: pelvic floor functioning, stimulate nerves in rectum, pelvic floor, intestines, bladder, and stomach. The patient stated that prior to implant they were having pressure down there and that the ins was supposed to take away bloating, pressure, and the migraines that the patient was having. The patient stated that the migraines were easing up, but the migraines had returned since the pain in the lower back and legs. The patient noted that they had a severe respiratory infection and that might be why the patient was peeing on themselves from the coughing. The patient stated that they were assuming that the respiratory infection was due to the season changing and hoped it is not related to the device. The patient also noted that their activity level could have caused the issues and was advised to consider turning stimulation down. The patient stated that the ins helped with their stomach, bowels, and to not vomit as much with the ins on and would consider turning the ins off for a little while to see if that helped out at all. The patient stated that they did not want to keep it off for long because it was helping other symptoms. The patient was advised to follow up with a healthcare professional (hcp) to have the ins checked. No further complications were reported or were expected.